Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced multiple errors and an immediate loss of system functionality requiring a system reboot. There is no report of a patient injury or death associated with this event.